Event description:
It was reported that this right atrial (ra) lead had exhibited lead dislodgement, resulting in a pacing threshold dropped to 5 volts. Although the lead was slightly bent at implantation, the lead initially demonstrated good data. Chest x-ray confirmed the dislodgement, and replacement was scheduled. However, this ra lead remains in service as of this time. No adverse patient effects were reported.